Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported a patient underwent initial left total hip arthroplasty. Subsequently, patient was noted to have one broken screw noted on radiograph approximately one month post-implantation. Components were noted to have satisfactory position and alignment, and no radiolucencies observed. Patient not revised at this time. No additional patient consequences were reported.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history records were unable to be reviewed as the item and lot were not available. Root cause is unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.